Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal pressure sensor range error (110d error code). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 displayed an error code 110d. During troubleshooting, the customer confirmed diagnostic code 110d (proximal pressure sensor range error) is the significant event log. The proximal pressure was not measured and pressure-related alarms were compromised. The rse advised the customer to cycle the ventilator power to reset proximal pressure sensor. The customer reported that the device was tested for 24 hours, and the device did not exhibit any errors. The device was returned to service without any further actions.